Event description:
The center reported that the pt reportedly experienced intermittencies with his device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed by the center confirmed that the device was not functioning. The pt's device was explanted.